Event description:
A medtronic representative reported that the system became unresponsive when trying to take a 3d spin. They rebooted but could not get the system to boot up completely. By entering the remote desktop, they could see that the application.exe file was not starting. Windows was up and running though. Radiology tried to open the door, then manually crank it open but he was not able to. It was realized that the radiographer slightly opened the door before trying to turn the rotor. Once they manually cranked the doors closed, they were able to spin the rotor into position, insert the pin and then open the door. The o-arm was then moved away. The patient had the o-arm closed around them for 90 minutes while anesthetized on the operating table. The surgeon then canceled the surgery prior to patient incsion because of the delay.

Manufacturer narrative:
Patient identifier was not provided by the site. The initial report occurred on (B)(6) 2011 and was found to be a non-reportable malfunction based on the information available. This failure mode was determined to be reportable based on information received on (B)(6) 2013. This prompted a retrospective review of similar incidents from the past two years which resulted in the decision to file on this case. A medtronic representative went to the site to test the equipment. The cause of the door not being able to be opened manually was that the rotor was not in the correct position. Once the rotor position was adjusted, the pin could be inserted and the door was manually cranked open. The software unresponsive error was corrected by a reboot. The o-arm was previously scheduled to be replaced with a new system. There have been no further problems and additional training was provided to the theatre staff on opening the door manually.